Manufacturer narrative:
Additional review was performed by an isi quality engineer and the potential causes of this error were identified to include an uncalibrated setup joint or a sensor failure. 23072 error may likely to be related to the associated suj harness or the connection at the j10 connector on the associated acj board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal harness on setup joint(suj)4 to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a returning recoverable 23072 error on the system. Customer tried to recover the error but it returned instantly. Technical support engineer (tse) walked caller through a hard reboot of the system but the error returned. Tse viewed system logs and found 23072 errors pointing to armnet 4. Tse advised that they can disable that arm and continue the procedure with 3 arms. Staff is continuing with the procedure. Isi followed up with the initial reporter and obtained the following additional information: the surgical task involved was unknown. The system was powered on and an audible msg was heard that 'davinci is ready' and there were no errors. The procedure was completed with the remaining 3 arms with a delay of 15 to 30 minutes due to the issue.